Event description:
Customer called to report that the coulter lh750 hematology analyzer was leaking stain, approximately 20 cubic centimeters, and was not generating any reticulocyte count (retic) results. There was no impact to patient results. Customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. Customer did not come in contact with the fluid and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed or associated to this complaint. The customer technical specialist (cts) instructed customer on how to re-attach a disconnected tube at the bottom of the stain chamber. The tube on the bottom of the stain chamber goes through pinch valve (vl)97b. Vl97b is the drain path for the stain chamber (vc24). The cts generated a service request in the case that an on-site follow up was necessary. The field service engineer (fse) called customer to prior to the on-site visit, and customer confirmed that there was no leaking and that retic controls were passing. Therefore, the on-site service visit was cancelled after the fse confirmed with customer that the troubleshooting instructions provided by the cts effectively resolved the instrument issue. Customer has not reported any recurrence of this event to date. The root cause for the leak was that the tubing going through vl97b had become disconnected.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).